Manufacturer narrative:
Submit date: 09/07/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an wound care dressing. The customer stated a home patient was having issues with the adhesive on the island dressing and the adhesive had taken off their skin. The home patient refused consent to be contacted for additional information. There was patient involvement and injury, but no medical intervention was reported. Per customer on (B)(6) 2016, the lot number and sample availability is unknown. No additional information is available.